Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic vats lobectomy, the driver came off before the cartridge was loaded into the jaw. No pieces were fell inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.